Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 01/11/2024. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and heavy evidence of blood were observed on the cannula tip, scope wash tubing, and c-ring. The c-ring was observed to be covered in blood and cut in half, with one arm visible outside the cannula. An investigation was conducted on 01/17/2024. A visual inspection was conducted. Signs of clinical use use and evidence of blood were observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. A lot history record review was completed for lots 3000324954, 3000350756, and 3000349830 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring on hp2 evh system split in half. No parts fell into patient, still connected to the guide wires. Per photos provided by the complainant the c-ring is observed to have evidence of blood and the c-ring appears to be cut in have but not detached. Second kit was opened and case was completed without further incident. No excessive delays in case due to c-ring failure. No harm was caused to the patient.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.